Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had fallen a few weeks earlier and was seen in the clinic where the left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) were noted to have high out of range pacing impedance measurements of greater than 2000 ohms along with loss of capture. A revision procedure was performed where the lv lead was viewed under fluoro with no significant findings. However, the physician did note insulation damage near the suture sleeve of the lead. Insulation damage was also observed on the right atrial (ra) lead. Subsequently the physician opted to surgically abandon both the lv and ra leads. The crt-d was also explanted. A new crt-d and leads were implanted successfully. No additional adverse patient effects were reported.